Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the contacted their doctor about the issue, but the doctor was unable to confirm that the stimulation shifted/migrated because they patient was in florida until early may. Upon their return they will see their doctor on (B)(6). They first noticed the issue (B)(6) 2020. The cause of the return of symptoms was said to be device setting were too low. The patient said when they charge their device, every sunday, they turn up setting. They changed program early(B)(6)with assistance from a rep. The past weekend they turned stimulation to .2 volts (not their usual .1 volts). This week they said there was a lot less leakage and a big improvement.

Event description:
Additional information was received from the patient. They reported that regarding the appointment with their doctor on (B)(6) 2021, they discussed the possibility of adding a second stimulator. The patient noted that they did not want to take medicine due to the cost, side effects, and not useful in their situation. The patient was going to pursue the addition of the second device when scheduling allowed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had contacted their managing physician and had an appointment scheduled for (B)(6) 2021. The physician had not yet confirmed that the ins had shifted/migrated. They noted that they noticed the issue since surgery. The cause of the return of symptoms was unknown. They change device settings weekly, but were still experiencing the same problem. They had called the manufacturer and were advised to change the settings frequently and also changed programs. They were still experiencing leakage - severe at times. They noted that the issue had not been resolved, but no further action was going to be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate, the year and month are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they charge every single week on sunday. Toward the end of the week they were not getting relief. They were still having quite a bit of leakage. The minute they had to relieve themselves it was dripping before they get there or they completely empty before getting to the bathroom. They had been on the same program since implant but they had increased the stimulation. They believe they started on program 3 at .8 ma, now they were up to 1.5 ma. It was quite painful in floor between rectum and vagina. If they turn down the stimulation it is not effective. They went up to 1.1ma one week, then 1.2 ma, then went to 1.4 ma, and then they went down to 1.3ma because it was too painful. They then increased to 1.4 ma, and were currently at 1.5 ma. There were times when it was very painful. They had pain during the day. It was not sharp but it was still there. They wear heavy pads during the day. It kind of worked in the beginning. Patient services asked the patient several times when the return of symptoms started and the patient didn't provide a direct answer. It sounds like since they got implanted towards the end of the week every week they start to have return of symptoms. The patient said they used to not feel the implant. Then last sunday they were able to feel the implant. There is a hard lump. They feel like the stimulator had shifted and wanted to know if this could have caused the return of symptoms. They said, they had done nothing to cause it to shift or move - no falls or accidents. The patient said they have their six month follow up appointment in may with the doctor. They would keep in mind to ask about if the stimulator had moved. On the call patient services checked the patients current settings and they were on program 3 at 1.5 ma. Patient services walked the patient through how to switch programs and they switched to program 4 at 1.6 ma. They could feel a flutter in the pelvic floor. Patient services told the caller to monitor their symptoms for a couple days and see if the symptoms improve. Patient services also told the patient to follow up with the doctor.